Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: angina/st elevation myocardial infarction (stemi), requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that nine days after implanting four rx xience v stents, the patient returned to the hospital with chest pain. An echo cardiogram (EKG) showed inferior st elevation myocardial infarction (stemi) and revascularization was done. Reportedly, no pre-dilatation was performed prior to implanting two of the mm rx xience v stent. No additional event or patient information is available.

Manufacturer narrative:
Summation - product performance engineering concluded the IFU states, "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated." Mi and angina, in the IFU are known risks associated with coronary stenting. In this case, it is likely that the angina is a symptom/secondary effect of the mi, which was treated with revascularization and resulted in the additional hospitalization. However, a conclusive root cause for the reported patient issues, and the relationship to the devices, if any, cannot be determined. The other three xience v stents are being reported under this same MFR#.